Event description:
Customer reported that the device would not power on ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure to turn on ac and battery power. Physio replaced the power pcb to therapy pcb wire harness and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly at the failure analysis center and was unable to duplicate the reported failure. Further cause of failure was not determined.